Event description:
It was reported that high capture threshold, high impedance and low sensing were observed. Exit block was suspected. Lead will be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the lead was capped.